Event description:
It was reported that the user experienced persistent hyperglycemia on the first full day of ilet use, with blood glucose readings over 400 mg/dl since breakfast, while the system delivered approximately 2 units per meal due to low body weight and early learning. Symptoms included hyperglycemia. Outcomes included troubleshooting and education regarding ilet adaptive dosing and expectations for increasing meal insulin as the system learns. Investigation included review of therapy history, confirmation of correct infusion set and tubing function, and assessment of sensor and fingerstick values showing glucose trending down to 397 mg/dl. Investigation of this case revealed no device malfunction, with dosing behavior consistent with initial adaptive algorithm learning and patient-specific insulin needs being higher than the early estimates. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to initial algorithm adaptation and user-specific insulin requirements. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.